Event description:
During follow up on a system error 2240 alarm, corporate product surveillance (cps) received a report from a home patient (hp) that each time the patient was sleeping and would wake up to the se 2240 alarm was not sure how he had disconnected himself. She could not verify that he would properly cap off the lines and transfer set when he disconnected himself. She said she knows that sometimes he did and sometimes he did not, she was not sure of which dates he did and which dates he did not. She said there was nothing wrong with the supplies. She had the patient finish out therapy either with manual supplies or they would finish with new supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.